Manufacturer narrative:
Exact date unknown, event date occurred in 2015. Explant date: five years ago.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.